Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens was removed and replaced intraoperatively with a longer length lens. Problem was resolved. Cause of the event was reported as patient related factor; device failed to perform - "lens is too short resulting in low vault and lens rotation".

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).